Event description:
During monitoring, the patient complained of pain in the location of the telemetry monitor. The nurse (rn) noticed 2 reddish-blue areas on the patient's upper forearm. As the rn picked up the telemetry monitor to move it to further assess the patient's forearm, she noticed that the telemetry monitor was very hot. The rn immediately disconnected the monitor from the patient and notified the monitor tech that the patient would be off the monitor for a little bit. The rn stepped outside of the patient's room with the telemetry monitor and attempted to remove the battery; the battery was too hot to remove with bare hands. The patient was thereafter connected to another telemetry monitor. The patient's wound was assessed by a physician, a wound consult was ordered, and silver sulfadiazine was applied. There was no blistering. Biomed checked the telepack and was able to duplicate the issue with the pack heating up. Biomed will be sending to the device to the manufacturer for repair. Biomed tried a new set of batteries with the pack and they also heated up. The battery tabs are not broken off and the bottom battery terminal appears to be slightly bent. There are no other noticeable damages to the pack. The battery terminal is somewhat dirty and needs to be replaced.